Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. There was no pt contact. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.